Event description:
Loss of articular cartilage with chondrolysis, requiring right shoulder hemiarthroplasty. Dose or amount: .5/.25 % sensorcaine. Frequency: 270 ml, 5 ml/hr. Route: 014. Dates of use: 2004. Diagnosis or reason for use: arthroscopy rt shoulder.